Event description:
A report was received that during a lead revision procedure the physician opened the pocket site and noticed there was fluid in the head of the ipg. The physician decided to explant the ipg.

Manufacturer narrative:
The devices were not returned to bsn for further investigation as they were discarded at the medical facility.